Manufacturer narrative:
The field service engineer (fse) checked the analyzer and performed a series of troubleshooting-related actions, including but not limited to adjusting the sample needle and the blankcell rinsing volume. Hardware performance check results were within specifications, confirming that the analytical unit is working normally. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue. The root cause was traced to the device, but it was not possible to trace it more specifically.

Manufacturer narrative:
The reagent lot number was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant c-reactive protein IV assay result for a patient sample tested on a cobas 6000 c501 module. On (B)(6) 2026, the initial result was 8.8 mg/l. On (B)(6) 2026, the sample was repeated twice, with results of 237.82 mg/l and 236.22 mg/l. The test was repeated as the doctor provided feedback that the value was not plausible according to the preliminary findings. The repeat results were deemed correct.